Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was hospitalized due to a low blood glucose (bg) level; value was not provided. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.